Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated an ¿alert 65¿ related to the audio system, persisted after restarts, and was addressed with troubleshooting that included device restart guidance and cgm reconnection, after which a replacement ilet was provided. Symptoms included dizziness during an episode where glucose values were reported as low as 65 mg/dl and as high as 335 mg/dl, with excursions outside the target range for up to three hours. Outcomes included continued device use with close monitoring until replacement, without ketone testing, professional medical intervention, or hospitalization. Investigation included remote technical assessment and user education, confirming the alert recurred despite power cycling and proper cgm pairing. Investigation of the returned device revealed a suspected audio subsystem malfunction consistent with an over/under current condition that triggered the alert and warranted device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio circuitry.